Event description:
It was reported that during an unknown procedure, the clip may not have held. Unknown how case was completed. The patient had a biliary leak.

Manufacturer narrative:
(B)(4): information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable:please clarify what is meant by ¿the clip may not have held¿. Was this observation found intra-operatively or post-operatively? Was an additional surgical procedure required to address the leak? What was done to address the leak?during the original procedure were there any issues noticed with the formation of the clip(s)? If they were malformed, can you describe the shape of the clip? Was a cholangiogram performed intra-operatively? What is the patient¿s current status?will the device be returned?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: the biliary leak was discovered a few days post-op. An ercp was performed. Please clarify what is meant by ¿the clip may not have held.¿ clip become dislodged from common bile. During the original procedure were there any issues noticed with the formation of the clip(s)? None noted. If they were malformed, can you describe the shape of the clip? Was a cholangiogram performed intra-operatively? Yes. What is the patient¿s current status? Discharged home. The device was discarded.